Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was variable and beyond the expected upper range. Analysis of the device memory further indicated the right ventricular lead integrity alert triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to intermittent high impedance, noise, and short v-v intervals during non-sustained ventricular tachycardia events. It was noted that the patient fell down some stairs prior to lia triggering. The right ventricular (rv) lead remains in use and a revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.